Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded undersensing of ventricular fibrillation (vf). Review by technical services (ts) was requested and device data was provided. The device remains in service. No adverse patient effects were reported.